Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the reported rash and the bard mesh used to treat the patient. A sample mesh has been provided to the patient's allergist for reactivity testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 501 units released for distribution in june, 2018. Note the date of event is estimated based on the information provided. When/if the result of the reactivity testing are provided, a supplemental emdr will be submitted to document the results provided. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a right open inguinal hernia repair and a right hydrocele drainage at the same time through the same incision. During this procedure a bard pre-shaped mesh w/keyhole was used for the hernia repair. Approximately 6-8 weeks ago the patient began to experience a full body itchy rash. The patient has seen a dermatologist without success in treatments, changes, avoidances, etc. The surgeon states that, "the idea that the mesh is the cause of the allergy is evolving out of no other identifiable source as of yet to explain his full body, itchy rash."

Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the reported rash and the bard mesh used to treat the patient. A sample mesh has been provided to the patient's allergist for reactivity testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 501 units released for distribution in june, 2018. Note the date of event is estimated based on the information provided. When/if the result of the reactivity testing are provided, a supplemental emdr will be submitted to document the results provided. This is an addendum to document information provided by the patient's doctor. As reported the patient will not be undergoing reactivity testing and a revision procedure is planned to explant the bard mesh. A date of the revision procedure has not been provided and it is unknown at this time if the procedure has been performed. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a right open inguinal hernia repair and a right hydrocele drainage at the same time through the same incision. During this procedure a bard pre-shaped mesh w/keyhole was used for the hernia repair. Approximately 6-8 weeks ago the patient began to experience a full body itchy rash. The patient has seen a dermatologist without success in treatments, changes, avoidances, etc. The surgeon states that, "the idea that the mesh is the cause of the allergy is evolving out of no other identifiable source as of yet to explain his full body, itchy rash." Addendum per the patient's doctor: the patient cannot undergo the reactivity testing as he is unable to stop taking the steroids due to the severity of his symptoms. Additionally, the patient has told the doctor that if he could tolerated being off the steroids, and got tested and it was negative he wouldn't believe the result. As reported, at the patient's request the patient's doctor has agreed to surgically remove the mesh.